Event description:
This suture is not of adequate quality. This suture frays easily causing premature breakage which in turn causes incision opening. This increases the need for add'l surgery to repair the incision and increased incidence of infection.